Event description:
It was reported that pump system battery life had deteriorated, causing need for more frequent charging. There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.